Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with a highest continuous glucose monitor sensor (cgm) reading of 388 mg/dl, confirmed by glucometer at 371 mg/dl, while using a contact detach infusion set placed in the middle abdomen and a dexcom g7 cgm. The ilet displayed an occlusion alert and the issue was resolved after a tubing-only supply change following an earlier full supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery with resolution after the tubing change and no hospitalization. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed an insulin flow occlusion associated with the infusion set and tubing that was corrected by replacing the tubing, consistent with an occlusion of the insulin pathway. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set/tubing occlusion leading to interrupted insulin delivery.